Manufacturer narrative:
Other,additional contact information: (B)(6).

Event description:
Information was received indicating that two pumps were exhibiting high pressure alarming with a, smiths medical, cadd medication cassette attached. It was reported the end user was feeling flustered and white faced from being off flolan and was going for evaluation. The complaint form indicated there was no patient injury. No adverse patient effects were reported. No additional information is available at this time.